Manufacturer narrative:
Device evaluation summary: the device was returned with contrast present in the balloon and inflation lumen. Upon initial pressurisation of device, no inflation occurred. Device was placed in waterbath overnight to disperse contrast and blockage. On second pressurisation, device again failed to inflate. Water was not seen entering the distal shaft. Therefore, the device was cut along the distal shaft; 25.9cm proximal to the distal tip. A y-connector was used for inflation/deflation testing. The balloon passed negative prep. On the third pressurisation, balloon was inflation to 12 atms, balloon successfully inflated with no leak sites detected. The balloon maintained pressure. No deformation was visible to the balloon during inspection. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use an nc euphora balloon catheter to treat a severely tortuous, severely calcified lesion with 75% stenosis in cass 1 of the rca. There was no damage noted to the packaging and no issues noted when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. There were no abnormalities in relation to anatomy. The device passed through a previously-deployed stent. Slight resistance was encountered and excessive force was not used during delivery. It is reported that the device was used to treat a lesion with in-stent restenosis of a non-mdt stent. Due to the severe calcification and tortuosity of the lesion the device was delivered to the lesion using a non-mdt guide extension catheter and inflated to 20 atm to pre-dilate the lesion. No issues were noted during inflation. The balloon was then deflated and retracted into the guide catheter. It is reported that at this point the physician noted that contrast agent was seeping out of the balloon indicating that the balloon had ruptured. The device was neither moved nor repositioned in the lesion prior to the burst. There was no sudden or gradual drop in pressure. It was reported that the balloon might have been damaged during inflation inside the stent. The device was replaced by a non mdt device. No patient injury was reported.